Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the contrast button had intermittent response. The remained of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons. Unrelated to the complaint, the pump powered on with a discolored display screen. A test display was attached to the pump and illuminated properly and was clearly legible without discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated she went swimming and now the up and down arrow buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.